Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that intervention was performed where access was gained from the right, an etuf2814c102ej was then implanted. A fem-fem bypass was then established with artificial blood vessel for the right fa and left fa. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: unk-cv-sr-endur-ii, s/n: unknown, use by date: unknown, upn #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date. It was reported that when the patient returned for follow up and a CT revealed the common iliac artery had been blocked with thrombus and an occlusion had occurred. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.